Event description:
The customer reported that the system was arcing while in high kv. The low kv is ok.

Manufacturer narrative:
(B) (4). The ge service rep found the tube needs replacement. The system was repaired, found to be operating as intended, and released to the customer for use.